Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.d1: correction of brand name from "freestyle libre 3" to "freestyle libre 14 day" d4: correction of model no from "72081-01" to "71940-01" e1: added country "us"

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached (after showering) after seven (7) days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as loss of consciousness and was unable to self-treat. The customer was in contact with a healthcare professional (hcp) where a blood glucose reading of 42mg/dl was obtained on the hcp meter for a diagnosis of hypoglycemia. There were no reports of the customer receiving any treatment or medication by the hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached (after showering) after seven (7) days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as loss of consciousness and was unable to self-treat. The customer was in contact with a healthcare professional (hcp) where a blood glucose reading of 42mg/dl was obtained on the hcp meter for a diagnosis of hypoglycemia. There were no reports of the customer receiving any treatment or medication by the hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in report is the date abbott diabetes care became aware of the event. N/a was selected for PMA/ 510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.